Event description:
It was reported that the r-wave had dropped since implant. During the repositioning attempt, the doctor was unable to re-extend the helix once retracted. It was further reported that the helix was bent and could not be rescrewed during repositioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix bent; full lead returned and analyzed. The lead was received with the helix fully extended and bent.